Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to connect a two-piece connector is unconfirmed as the returned samples were found to meet specifications and the alleged problem could not be reproduced. Two 3 fr two-piece groshong connectors and one 3 fr groshong clearvue catheter with a flushing hub and stiffening stylet inserted were returned for evaluation. An initial visual observation showed one of the two-piece connectors was returned in a sealed pouch and the other connector was returned loose. Both connectors were returned not assembled. Some use residue was observed on the connector that was returned loose as well as on the catheter. No damage was observed on any of the returned samples. The catheter was found to be able to pass through the distal connector piece of both returned connectors with ease. Each connector was then assembled, and the connection of both connectors was found to be firm and could not be pulled apart by hand. The gap between the locking arms of the proximal connector pieces and the width of the catch slot of the distal connector pieces were measured and found to be within specification. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the extension tubing was unable to be attached with the strain relief, leading to the incompletion of the procedure. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2823 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing was unable to be attached with the strain relief, leading to the incompletion of the procedure. No other information was provided.